Event description:
It was reported that during an office visit on (B)(6) 2014, the neurologist made multiple attempts to interrogate the vns patient¿s device but was unsuccessful. The neurologist was able to interrogate other patients¿ devices before and after this office visit using his handheld device. The patient recently underwent revision surgery to relocate his generator from his chest to his back to mitigate patient manipulation of the device. It is unknown if electrocautery was used during the revision procedure. The neurologist was unaware of the revision surgery and no information has been provided regarding the procedure to date. The neurologist stated that the failure to interrogate was due to end of service or a device malfunction. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed approximately 5.77 years remaining until neos = yes.

Manufacturer narrative:
Review of the available programming and diagnostic history.